Manufacturer narrative:
Patient demographics: reported that patient did not manually disconnect both power sources and that the events were experienced while at home and at work. Controller (B)(4) was received by the manufacturer. DHR - a review of the controller incoming inspection records indicated there were no ncmr's generated that could be attributed to the reported event. Upon completion of the review, it was concluded that the unit met all the internal requirements prior to its qa release process. Moreover, there is no evidence that the manufacturing process was a contributory factor to the events reported under this complaint. Service history - a review of the complaint data was completed for this patient. Two related complaints for battery switching were found. A driveline sheath repair for (B)(4) was performed by a field engineer on april 1, 2013. A driveline strain relief repair for (B)(4) was performed by a field engineer on april 9, 2013. A driveline sheath repair for (B)(4) was performed by a field engineer on (B)(4) 2014.

Event description:
Approximately three years and eight months post vad implantation, it was reported that the patient presented to the site after experiencing power switching from one controller power port to the other earlier than expected. The issue occurred with port 1 of the controller only and was not battery or controller ac adapter specific; additionally, "power disconnect' alarms and a "critical battery' alarm were reported. The vad coordinator performed an elective controller exchange. There was no reported patient injury as a result of this event and no additional alarms have been reported.